Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The original battery was returned to the vendor for further evaluation and an internal battery anomaly was found to be the cause of the reported premature battery depletion.

Event description:
It was reported that the device was explanted and replaced due to premature battery depletion. The patient was doing fine post procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.